Event description:
Patient reported his blood glucose was 43 mg/dl when he woke up on (B)(6) 2012. He looked at the infusion device history and noticed two boluses during the night that he did not program. The key-lock was activated, and he believes the infusion device delivered this insulin by itself. He was able to treat the hypoglycemia by drinking "fast bes," and his blood glucose was then okay. His normal blood glucose range is 100-120 mg/dl. The infusion device was not exposed to water or electromagnetic fields. The infusion device was replaced and requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.